Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report with failure investigation results will be submitted once the eval is completed.

Event description:
Customer reported IV set separated and leaked from lower safety clamp fitment. The normal saline infusion was paused, the nurse opened the door and the set separated. The nurse was in the process of changing out the IV set with a new set when this occurred. No patient harm or medical intervention required. No add'l patient or event info was provided.